Event description:
It waws reported the customer was receiving no delivery alarms on their insulin pump. The customer's blood glucose was 430 mg/dl. Customer had treated their blood glucose with a manual injection. It was also found the customer had tried all remedies, but the no delivery alarm persists. The customer has also attempted to change their infusion set three times, but the alarm was recurring. The customer declined to replace their insulin pump as they believed it was a reservoir or supply problem. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).